Event description:
It was reported that during the use of the device for a non-clinical activity, there was a burnt smell coming from the system 1 unit. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The perfusionist (ccp) told user facility's biomedical engineer (biomed) to power down the system 1. The ccp showed up later, turned it on and also smelled something burnt. He powered down the system 1 and called field service representative (fsr) to report the problem. The fsr arrived on (B)(4) 2013 and discovered that power supply (ps1) had failed. This system had old style power supplies. The fsr ordered a new power supply kit of delivery at the user facility and upon receipt of new power supply kit, will replace power supplies.